Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 32 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer does not know what is attributing to the low blood glucose levels. The customer is unsure if the issue was being caused by their insulin pump. The customer was advised to monitor their insulin pump for any issues and to call back if the low blood glucose levels continue. The customer did not return the product back for analysis.